Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia using transesophageal echocardiogram (tee) and fluoroscopy imaging. A watchman trusteer access system (was) was inserted with versacross connect (vcc) and transseptal puncture (tsp) was performed. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and implanted after meeting release criteria. Immediately after release during final post-deployment tee sweep, a pe that had not been present prior to the procedure was identified. The patient's blood pressure was then noted to be slowly trending down. The patient was monitored while anesthesia assisted with blood pressure support. After several minutes of observation, a pericardiocentesis was performed with removal of approximately 700 ml of dull-colored fluid. The patient's blood pressure stabilized without additional pharmacological intervention. A pericardial drain was left in place. The patient was subsequently extubated and transferred to the intensive care unit (ICU) for continued monitoring. The patient is expected to be discharged following drain removal. In the physician's opinion, the pe was possibly caused during (tsp) and was slowly accumulating blood during the short time of the procedure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037922776. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required, intensive care) and hypotension (medication required). Risk review: a risk review was completed and confirmed that the events of pericardial effusion and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia using transesophageal echocardiogram (tee) and fluoroscopy imaging. A watchman trusteer access system (was) was inserted with versacross connect (vcc) and transseptal puncture (tsp) was performed. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and implanted after meeting release criteria. Immediately after release during final post-deployment tee sweep, a pe that had not been present prior to the procedure was identified. The patient's blood pressure was then noted to be slowly trending down. The patient was monitored while anesthesia assisted with blood pressure support. After several minutes of observation, a pericardiocentesis was performed with removal of approximately 700 ml of dull-colored fluid. The patient's blood pressure stabilized without additional pharmacological intervention. A pericardial drain was left in place. The patient was subsequently extubated and transferred to the intensive care unit (ICU) for continued monitoring. The patient is expected to be discharged following drain removal. In the physician's opinion, the pe was possibly caused during (tsp) and was slowly accumulating blood during the short time of the procedure.